Event description:
Iskd lengthener broke during treatment. The doctor noted that the iskd lengthener sustained a stress during the treatment, due to a non-union of the treatment site. Also, the iskd lengthener was left in situ approximately three months longer than expected due to other medical issues not related to the iskd lengthener. The lengthener was removed and replaced with a nail.